Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is considered that the image could not be output due to communication failure because excessive force was applied to the cable by the user's handling and the cable was disconnected. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) se & co. Kg. (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable and the subject device could not communicate with video processor otv-s400. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.